Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, the patient had a drop in the blood pressure. Tamponade of the left ventricle (lv) was found and was surgically repaired. The physician thought the perforation was caused by the guide wire. The patient recovered well and 6 days post repair, a second rupture of the lv occurred adjacent to the previous repair sutures and the patient died. The cause of death was reported to be rupture of the lv. The physician reported the patient did not have friable tissue nor any preexisting conditions that may have caused or contributed to the second rupture and the perforation was caused because the anesthetist gave inotropic drugs while the guide wire still was positioned in the lv. The guide wire was introduced into the ventricle through a catheter that was already positioned in the ventricle.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The report of patient expiration was ascertained as being related to the procedure / lv rupture. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A patient death is an inherent risk when the patient condition is such that a pav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. This event does not indicate device misuse or malfunction.

Manufacturer narrative:
Information was received that the valve was not implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon recent review of the initial medwatch report submitted july 1, 2016, it was noted that the device manufacturing date of november 30, 2015 was not included.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.